Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer receiving unexpected restart alarm on their insulin pump. The mother states that they are unable to clear the alarm and have begun to use back-up pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer was advised to discontinue use of the pump. The customer was advised that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronic assembly and on the motor assembly. No blank display or display anomaly noted during our testing. Unable to verify for a21 alarm due to no button response. The insulin pump was received with minor scratched display window and cracked case at the display window corner.